Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to the patient experiencing a performance decrement leading to device non-use. Re-programming attempts were made however the issue could not be resolved. It was reported the patient also experienced pain with and without device use and dizziness since (B)(6) 2016. The patient was treated with a course of medication (type and specific date not reported) for dizziness and the symptoms resolved.

Manufacturer narrative:
This report is submitted on march 28, 2017.